Event description:
During stent removal and replacement, the physician was unable to advance the guidewire into stent due stone blockage. Due to this blockage, the tip (distal end) of this guidewire was unable to insert and advance. The guidewire was inverted and an attempt was made to pass the proximal end. The guidewire was advanced through the stent and the implanted stent was removed. When the physician removed the guidewire, the coating at the proximal end had peeled and thought to remain inside the patient. The core wire was exposed at proximal end. The patient was discharged from the hospital without any adverse affect. The physician explained the event to the patient. The patient will be followed during the 3 months until next replacement. The patient has not consented to additional procedures to remove the coating at this time. The physician has not confirmed that the sheared coating remains in the patient.